Event description:
The nurse of a (B)(6) male patient, contacted zoll customer support to report that pins in the electrode belt connector were bent. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent. The root cause for the bent pins was unable to be positively identified but was likely excessive force applied when the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The patient received a replacement electrode belt.